Manufacturer narrative:
A beckman coulter customer technical support (cts) remotely assisted the customer with troubleshooting. Cts advised the customer to replace the reagent probe (part number mu995800), which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported erroneous low total bilirubin (tbil) results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.